Event description:
It was reported the system was explanted and replaced due to medical judgement/system change, and the patient was receiving radiation treatment. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached; full lead in segments returned and analyzed.